Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm on the device. The insulin pump was communicated with contour next link blood glucose meter properly. The device was reset with correct time/date and monitored for 24 hours. There was no time/clock anomaly on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 451 mg/dl and as low as 43 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during bolus delivery. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.